Event description:
The customer reported that upon removing the pt's IV set, the "blue and clear port" (from a needlefree port) came off. There were no pt implications reported. A sample was saved and will be returned to quest for evaluation. The product code is 9526a, lot 26171.g08.